Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: change your infusion set every 48 hours if using humalog insulin; every 72 hours if using novolog insulin. H3 other text : device not returned.

Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. Subsequently, the customer experienced a blood glucose (bg) level of approximately 1,000 mg/dl, a high ketone level identified as dangerous by healthcare provider, and a loss of consciousness resulting in bruising. The customer was transported to the emergency room and was subsequently hospitalized in the intensive care unit (ICU). Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged from the ICU on 08/16/2024 with the issue resolved and no permanent damage. Reportedly, customer continued to use the pump for insulin therapy.